Manufacturer narrative:
(B)(4)

Event description:
An entire device system was explanted due to a possible infection and poor wound healing at the location of the pocket site. Cultures were obtained at the time of explant, however results were pending / not reported. It was noted that the pump was planned to be sent to the manufacturer to be discarded. The patient was noted as not having a negative outcome. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.